Event description:
(B)(6) has seen two deaths and the negative health outcome of a staff member associated with improper installation of insulin pump cannulas within only a one week time period. It seems to be too easy or too common for the patient to believe that he or she has appropriately connected his/her insulin pump and subsequently send him or herself into diabetic ketoacidosis. Unknown in current case, received only the cannula improperly installed bent on skin surface, did not come attached with type or brand of pump, however we can provide md info who should have most info.